Manufacturer narrative:
It was reported that the in-line suction catheter is coming apart while trying to suction a patient. The catheter is actually disconnecting from the green bottom piece. This has caused no harm to the patient and the in-line was changed out. The sample is not available to be returned for evaluation. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the in-line suction catheter is coming apart while trying to suction a patient. The catheter is disconnecting from the green bottom piece.

Manufacturer narrative:
Recall r-22-100 was initiated related to this issue.